Event description:
Information received from a manufacturer representative reported that the patient's therapy had stopped due to a power on reset (por). The manufacturer representative reported that they saw a 005 error code, but later stated that they couldn't really remember. The manufacturer representative had access to a clinician programmer 8840 and was able to clear the por. The issue was resolved and the patient was receiving adequate therapy. Indication for use is other chronic/intractable pain (trunk/limbs).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.